Manufacturer narrative:
Investigation included technical review, complaint history review, and user troubleshooting via support calls. Investigation of this case revealed no device malfunction reported and that user guidance was provided, including a site change. It was concluded that the cause of the hyperglycemia was unclear, and no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose readings over 400 mg/dl after a larger-than-usual meal while using the ilet, and support recommended an infusion site change with follow-up. Symptoms included elevated blood glucose. Outcomes included no reported injury, hospitalization, or long-term impairment.